Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. However, the investigation also identified a design change implemented to enhance the resistance of the power switch. The subject device of this report was manufactured prior to the design change of the power switch, and it is surmised that the operating force applied to the power switch and the number of times exceeded the original assumption, leading to power switch damage.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause isolated to a damaged power switch. Replacement with a new version power switch was required in order to repair the device and resolve the problem. The investigation is ongoing, and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the power switch did not function properly and was getting "stuck in or out." The problem, as reported to olympus, first occurred during a procedure. There was no patient injury, associated with the problem, reported to olympus.